Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was prompted to go through the load sequence after already completing the load sequence. The customer's blood glucose level ranged from 185-186 mg/dl. Customer completed the load sequence and resumed insulin delivery.